Event description:
During preparation, saline was noted to be leaking from the side of the balloon. There was no patient involvement.

Manufacturer narrative:
(B)(4) for the reported balloon leak.

Event description:
During preparation, saline was noted to be leaking from the side of the balloon. There was no patient involvement.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The returned device was examined under magnification and it was confirmed that the inner shaft was appropriately seated in the hub and there was adhesive present in the adhesive cavity. There was no damage observed to the inner shaft. In the laboratory the device was prepared in accordance with the directions for use with no leaks or other irregularities detected. A 0.014" guidewire was inserted into the device and the balloon was inflated using water to the rated burst pressure (rbp) of 14 atmospheres. The device maintained rbp for five minutes with no indication of any leaks or other irregularities. The reported leak was not confirmed. The device functioned as intend and no other anomalies were found during the investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.